Event description:
It was reported that cartridge alarms occurred during insulin delivery. The customers blood glucose level was 14.2mmol/l. Reportedly, the customer reverted to an alternate method of insulin therapy.